Manufacturer narrative:
The calcium gen.2 reagent lot number is 869544, and the expiration date was not provided. The urea reagent lot number and expiration date were not provided. A field service engineer (fse) discovered the cells were overflowing and there was poor suction from the wash station. The fse cleaned the vacuum solenoid valve. The investigation determined that it was a hardware-related issue and that the service action resolved it.

Event description:
There was an allegation of questionable calcium gen.2 and urea results from the cobas 8000 cobas c 502 module. Patient 1's initial calcium result was 0.74 mmol/l, and the repeat result was 1.92 mmol/l. Patient 2's initial urea result was 6.5 mmol/l, and the repeat result was 20 mmol/l. The repeat results were deemed to be correct. The initial results were found to be questionable because they were too low. They were not released outside of the laboratory.